Event description:
The daughter of a (B)(6) male pt called zoll customer support to report that the pt was receiving check therapy electrode messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) was confirmed. Upon investigation the pulse wire in the cable connecting the distribution node (dn) and ECG "b" was open, which caused the reported alarms. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.